Event description:
Approximately 2 months after the implantation of 2-level anterior cervical plate, the patient complained of moderate neck pain. An x-ray showed that one of the 12mm screws had backed out of the plate. The patient is scheduled for surgery in 2001. No serious adverse issues have been associated with the exception of the patients complaint of pain.